Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio2 meter was not powering on. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter power issue began on (B)(6) 2017 at 7:30am. The patient manages her diabetes using metformin and insulin and denied making any changes to her usual diabetes management routine in response to the reported issue. The patient stated that she developed symptoms of ¿sweating¿ approximately 1 hour after the alleged meter issue began, and reportedly visited the emergency room (ER) on (B)(6) 2017 at 9am where her blood sugar was measured using an ER/hospital meter with a result of 42mg/dl. Additionally, the patient reported a laboratory test result of 48mg/dl. The patient stated that she received hcp treatment in the ER of IV glucose in response to the reported event. At the time of troubleshooting, the csr noted that it was the patient¿s first use of the product and there had been no misuse. The csr confirmed that the correct test strips were being used and that the meter battery did not require replacing. Return of the subject device was requested for investigation and replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.